Event description:
Account alleged that the brakes on this stretcher were not working well. No impact reported.

Manufacturer narrative:
Technician evaluated this stretcher and found that the brake and steer function could be engaged properly and that all brake pads were engaging the wheels tightly. Technician did find that the swivel lock on the left hand head brake caster stem was not engaging well allowing the brake caster to rotate freely when the brake was engaged. The technician replaced the left hand head brake caster horn and stem to correct the issue.